Event description:
It was reported that an asymptomatic patient presented in operating room for a lead revision. The right ventricular lead was not capturing or sensing. The lead was repositioned. The diagnostics were in range and capture was consistent. During fluoroscopy, there were no positional changes. Physician suspects a microperforation to the cardiac tissue. The patient was stable post-procedure and will be monitored normally.